Manufacturer narrative:
The field service representative found foreign material in one of the reaction cells. He replaced the reaction cells, which resolved the issue. The investigation determined the issue was consistent with a pre-analytical handling issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 303 analytical unit. The patient's fasting glucose result was 315 mg/dl. The patient's hba1c result was 5.5 %. The initial glucose result was questioned, and the sample was repeated the next day. On (B)(6) 2025, the sample was repeated, and the result was 104 mg/dl.